Event description:
Allegedly tip of driver broke. Doctor left tip of screwdriver in the head of screw. Sales rep was present at procedure. Backup device was available. Surgery was extended greater than 30 mins.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.